Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient received three inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Review found noise on all three sensing vectors. Boston scientific technical services (ts) was consulted and reviewed the stored episodes and discussed potential causes including myopotential. There was concern from the physician over a possible electrode fracture as the electrode position was not optimal and high on the sternum. Ts noted that the noise on the stored episodes appeared closer to myopotential noise while the noise in the shock episodes appeared similar to noise from an electrode fracture. An x-ray was taken and the image was inconclusive to determining a cause. Ts discussed programming options or to consider a system revision. The physician opted to perform a procedure where the s-ICD and electrode were explanted. A transvenous implantable cardioverter defibrillator (ICD) system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient received three inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Review found noise on all three sensing vectors. Boston scientific technical services (ts) was consulted and reviewed the stored episodes and discussed potential causes including myopotential. There was concern from the physician over a possible electrode fracture as the electrode position was not optimal and high on the sternum. Ts noted that the noise on the stored episodes appeared closer to myopotential noise while the noise in the shock episodes appeared similar to noise from an electrode fracture. An x-ray was taken and the image was inconclusive to determining a cause. Ts discussed programming options or to consider a system revision. The physician opted to perform a procedure where the s-ICD and electrode were explanted. A transvenous implantable cardioverter defibrillator (ICD) system was successfully implanted. No additional adverse patient effects were reported. The electrode was returned and was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 15 centimeters (cm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed noise, oversensing, and inappropriate shock code.

Event description:
It was reported that the patient received three inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Review found noise on all three sensing vectors. Boston scientific technical services (ts) was consulted and reviewed the stored episodes and discussed potential causes including myopotential. There was concern from the physician over a possible electrode fracture as the electrode position was not optimal and high on the sternum. Ts noted that the noise on the stored episodes appeared closer to myopotential noise while the noise in the shock episodes appeared similar to noise from an electrode fracture. An x-ray was taken and the image was inconclusive to determining a cause. Ts discussed programming options or to consider a system revision. The physician opted to perform a procedure where the s-ICD and electrode were explanted. A transvenous implantable cardioverter defibrillator (ICD) system was successfully implanted. No additional adverse patient effects were reported. The electrode was returned and was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 15 centimeters (cm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed noise, oversensing, and inappropriate shock code.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.